Event description:
As per sales rep, this is an mpj fusion using anchorage mtp-cp plate. Plate broke and patient went back to surgeon. Surgeon stated that he will have to remove everything. Patient is asking for stryker to pay for revision surgery. Patient stated if stryker doesn't pay for revision he will sue stryker. Sales rep will be providing further information.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.